Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a 99% stenotic lesion in a tortuous mid lad coronary artery. The maverick2 monorail balloon catheter was removed and another balloon catheter was used to successfully complete the procedure. The patient was asymptomatic during this event. Patient status is reported as 'good'.